Manufacturer narrative:
Medical device type also known as fpa. Common device name also known as intravascular administration set. Investigation results: device history record review: a review of the device history record was completed for batch 6272807. Product was manufactured at the bd sumter site october 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements customer sample/photo analysis: no customer sample/photo was received for evaluation. Investigation root cause summary: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the 69662-bd vacutainer® ultratouch¿ push button blood collection set bubbled in the tubing on drawing from the patient's hand. No reports of injury, exposure or medical intervention.